Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was alerted by her cgm device that the blood sugar level was getting low, no specific cgm reading reported from that moment. The patient did not have a chance to confirm the cgm reading with a fingerstick as she was working at that time and did not have a blood glucose meter. The patient self-treated according to the cgm value and drank a bottle of coke and ate oreos and gummy bears. As the cgm reading continues to be low for 5 hours, she started to doubt the accuracy. When later she started to experience symptoms as feeling unwell and weird, and experiencing nausea, her co-workers called an ambulance. The paramedics did not provide any treatment but did take a fingerstick and the cgm reading was 51 mg/dl, and the blood glucose reading was 636 mg/dl. The patient was brought to the hospital and received treatment with intravenous insulin. The patient was discharged from the hospital 2 days after the event date, and at the time of the report she stated she was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.